Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Some 9 devices were received for evaluation; 9 events were confirmed during testing. 6 devices were found to be affected by corrosion. 3 devices were found to have non-stryker repairs. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device ran without user activation. There was no patient involvement; no patient impact.